Event description:
Related manufacturer reference number: 1627487-2023-00199, 1627487-2023-00201, 1627487-2023-00202 it was reported that the patient experienced ineffective therapy. Diagnostics revealed high impedance on l1 lead. As such, surgical intervention took place wherein the drg system was explanted and a scs system was implanted to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The report of high impedance/ineffective therapy was confirmed. Analysis of the returned lead b found a kink on the outer tubing where all internal wires were broken. The fractures are consistent with an overstress condition or sudden event lead (b) was subjected to while still in vivo.